Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the issue is likely due to the procedure rather than device related. Device was not available for return.

Event description:
It was reported to nevro that a patient fell, landed on the ipg implant site and developed a hematoma. The ipg was explanted. The patient has recovered without sequelae.